Event description:
It was reported to medtronic minimed that the customer experienced pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed) and pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer also reported a recurring frozen display on the insulin pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, including confirming the alarms, checking for exposure to high magnetic environments, attempting to clear the alarms and rewind, and advising the customer that the pump would be replaced, to discontinue pump use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received without a battery cap. The pump passed the self test; it failed rewind test. During motor rewind, the pump returned a pump error 38. Unable to perform the displacement, prime/seating, basic occlusion, force sensor, and occlusion tests due to the recurring pump error 38s. Did not note any frozen displays at any time during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that pump error 43s occurred on 01/13/26 @ 10:12:23, 10:13:22, & 10:14:27. The case was cut open. There is corrosion on/around the following: home motor switch. In summary, the customer¿s report of frozen display was not confirmed but that of pump error 38s and 43s was confirmed. The pump error 38s and 43s are due to a corroded home motor switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.